Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-32196. It was reported the patient presented in the clinic. Upon interrogation, it was observed the patient's right atrial (ra) lead and right ventricular (rv) lead had a high pacing impedance and were failing to capture. In addition, the rv lead was dislodged. Both leads were explanted and replaced. The patient was in stable condition.